Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A novus low flow mini valve (B)(4) was implanted into the patient on (B)(6) 2010. The surgeon thought that the (csf) cerebrospinal fluid was not flowing through the device. The unit was explanted on (B)(6) 2010 and another novus low flow mini valve was implanted. The patient did not incur an injury as a result of this incident.